Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips for information on ordering a power supply. Philips is considering that this may represent a power supply failure. There was no report of patient involvement.